Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex small oval snare was unpacked during a colonoscopy procedure. According to the complainant, during unpacking of the device, it was noted that the pouch was not completely sealed; approximately one inch of the clear plastic had separated from the white plastic. Another captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: incomplete seal. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captiflex small oval snare was unpacked during a colonoscopy procedure. According to the complainant, during unpacking of the device, it was noted that the pouch was not completely sealed; approximately one inch of the clear plastic had separated from the white plastic. Another captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on may 9, 2013 that a captiflex small oval snare was unpacked during a colonoscopy procedure. According to the complainant, during unpacking of the device, it was noted that the pouch was not completely sealed; approximately one inch of the clear plastic had separated from the white plastic. Another captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.